Manufacturer narrative:
(B)(4):additional information: a preventative maintenance was performed on the system approximately a month after the reported event and no issues were found with the system.all pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient complained of decreased vision in the right eye three days following a laser vision correction. The patient was diagnosed with striae and gutter in the right eye. The patient was returned to the laser suite where the corneal flap was repositioned. The patient's visual acuity the following day returned to 20/20 in the right eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not require or request field service or clinical support. The clinic reported that the initial procedure was uneventful. There is no indication that any issues occurred with the system which caused or contributed to this event. All pertinent information available to amo has been submitted.    Placeholder.